Event description:
Sterile wound dehiscence. Wound dehiscence was surgically repaired on (B)(6) 2016. Sound processor, model 902001, serial number (B)(4), was replaced after becoming exposed due to a dehiscence of the incision. A new sound processor, sn (B)(4), was implanted during the repair surgery. Patient had undergone a battery change procedure on (B)(6) 2016, and the incision from that procedure did not heal properly. Patient history: (B)(6) 2008 - initial implant, (B)(6) 2008 - device turned on, (B)(6) 2008 - activation, (B)(6) 2008 - unscheduled fitting, (B)(6) 2008 - 2-month followup, (B)(6) 2008 - unscheduled fitting, (B)(6) 2008 - unscheduled fitting, (B)(6) 2008 - 4-month followup, (B)(6) 2008 - unscheduled fitting, (B)(6) 2009 - 10-month followup, (B)(6) 2012 - battery change, (B)(6) 2016 - battery change, (B)(6) 2016 - wound dehiscence repair.